Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was a 3.2 unit bolus observed in the pump bolus history on (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The "ezcarb" bolus was performed from the meter remote and accurately recorded in the pump history. The reported history issue was unable to be duplicated during investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) up to 569 mg/dl for the past month. The reporter did not provide specific dates as to when the patient's bg was this elevated, but noted that the patient had ketones with elevated bg. The reporter denied any other signs or symptoms of hyperglycemia. The reporter stated that the insertion site and infusion set were changed, but the patient's bg remained elevated. The reporter stated that on (B)(6) 2012 a bolus was delivered through the meter remote, but did not show in the pump history. It is unclear at this time if the patient was experiencing bgs of 569 with ketones on the day of the alleged bolus history issue, and it is unclear what may have caused or contributed to the reported bg elevations. The reporter insisted that the pump and the meter remote be replaced, alleging that the system was not working as it should. This complaint is being reported because of the patient's alleged hyperglycemic event and because of the allegation that the pump was not delivering insulin appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.